Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the plunger on the syringe was in a stuck position and the medication did not infuse, however it showed that it did infuse. Patient harm was reported, however it is not known what harm occurred.

Event description:
It was reported the plunger on the syringe was in a stuck position and the medication did not infuse, however it showed that it did infuse. Patient harm was reported, however it is not known what harm occurred.

Manufacturer narrative:
Suspect changed from 8100 to 8110-additional information added to: d1,d4,d11,g5,h4. Although requested, patient information (section a) was not received from the customer. The customer¿s reported complaint of plunger flag stuck on a syringe pump module was confirmed on module s/n (B)(6) during a physical inspection. However, results from a functional test demonstrated the source device will infuse the medication as intended during an infusion. Results from a review of the logs did not identify the date or time of the reported event or any errors related to the failure. Log records showed the last infusion on (B)(6) 2020 at 7:51 am until 8:42 am. Performed plunger force accuracy test failed in the current state of the plunger flag, wedged on the force sensor plate, found to have been a result of contamination in the force sensor plate through hole. Subsequent testing showed that with an uncontaminated part or removal of the contamination, the plunger flag would move freely and operate as intended. The root cause of the customer¿s experience with the plunger flag stuck was attributed to the presence of contamination on the force sensor plate through hole. Functional testing performed on the source device confirmed the syringe module delivering medication when in this state during an infusion.

Event description:
It was reported that while using a syringe pump module, the plunger was in a stuck position and the medication did not infuse; however the volume displayed on the pc unit indicated that the medication had infused. Unspecified harm was reported, however details were not provided by the customer.